Event description:
In the or the surgeon found the heart valve had one of the leaflets firmly stuck in the closed position. Without knowing the mechanism, and thereby being uncertain if this would happen again, the surgeon replaced the original prosthesis. This event required a second period on the heart-lung machine for the re-replacement of the valve. Post-operatively the patient had daily fevers and prolonged hospital stay; he also required re-admission for pericardial effusion. From the op note:the annulus accepted a 25-mm st. Jude sizer and this valve was chosen for insertion. The annulus was encircled with interrupted horizontal mattress sutures of 2-0 tevdek reinforced with teflon felt placed from the ventricular through the aortic aspect of the annulus and then through the sewing skirt of the st. Jude valve. The valve was lowered into place, sutures tied and cut and the valve functioned normally. Both leaflets opened well. The aorta was then closed in 2 layers using running 4-0 prolene in an inner horizontal mattress and an outer running layer. The proximal margin was a bit close to the annulus and required some reinforcement. Next, the cardioplegia was administered and the lad was opened and anastomosed to the left internal mammary artery using running 8-0 prolene. The mammary pedicle was attached to the epicardium to prevent twisting. The hot shot was given. The vein graft was attached to the ascending aorta and the crossclamp was released restoring perfusion to the heart. The patient was returned to normal temperature. Pacing wires were attached to the atrium and ventricle and brought out through the chest wall. The patient's cardiac function appeared excellent. On palpating the ascending aorta, it was noted that there was a pronounced thrill. This seemed unusual given the fact that he had received a 25 mm valve. Anesthesia was requested to check the gradient across the valve and with the patient off bypass, the mean gradient is 23 mmhg. This seemed to be too high for a valve of this size. Additionally, we could not satisfy ourselves that both leaflets were in fact opening. Accordingly, it was decided to go back on bypass and inspect the valve. The aortic cannula was replaced. Following heparinization, the aorta was crossclamped, cardioplegia was delivered to cool and arrest the heart and the aortotomy was reopened. In fact, one leaflet of the valve was stuck in the closed position. The mechanism for this could not be immediately determined; therefore, it was decided to replace the valve. The valve was removed and replaced. ====================== health professional's impression======================this required a second period on the heart-lung machine for the re-replacement of the valve. The valve had one of the leaflets firmly stuck in the closed position. Without knowing the mechanism, and thereby being certain it would not happen again, I had no alternative except to replace the prosthesis.